Manufacturer narrative:
The device was returned and the evaluation is in progress.

Event description:
A medtronic representative reported from the site that the landmarx evolution system froze while the surgeon was navigating during an ent procedure. The system did not respond to the keyboard, mouse or touchscreen and the had to perform a hard shut down. The surgeon was able to proceed with the case using the system after it rebooted. There was no impact on patient outcome.